Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient reported that the reading from their teladoc blood pressure monitor was compared to a manual blood pressure reading taken by a medical professional. They stated that the teladoc result was 180/90, while the result from the doctor's manual device was 132/74. The difference between the readings was greater than 20 mmhg. Both readings were taken simultaneously.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient reported that the reading from their teladoc blood pressure monitor was compared to a manual blood pressure reading taken by a medical professional. They stated that the teladoc result was 180/90, while the result from the doctor's manual device was 132/74. The difference between the readings was greater than 20 mmhg. Both readings were taken simultaneously.